Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's mother does not believe the insulin pump was properly delivering insulin to her son. The mother also stated the customer's corrections were not being recorded. The customer's blood glucose was over 455 mg/dl at one point. Customer's mother stated manual injections had lowered their blood glucose. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test due to the prime anomaly. The pump also had a cracked reservoir tube lip, and minor scratches on the display window.